Manufacturer narrative:
This report is for an unknown reamer head/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(4) 2020 during a tibial washout for a bullet wound infection the drive shaft for ria 2 broke at the connecting point of the reamer head. This resulted in the reamer head breaking off completely and warping the reamer shaft. It was not able to be removed from the plastic ensemble of the ria 2. There was a surgical delay of five (5) to ten (10) minutes. The procedure was completed successfully as there were back ups available. This report is for one (1) uknown reamer head. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated event description: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2020, during a tibial washout the surgeon experienced a drive shaft for ria 2 broke at connecting point of the reamer head. This resulting in the reamer head breaking off completely and warping the reamer shaft. They were not able to remove it from the plastic ensemble of the ria 2. There was a very slightly surgical delay of five (5) to ten (10) minutes. Procedure was successfully completed and no problem due to having 2 reamer shafts in the set and another ria 2 in house. The patient underwent tibial washout due to bullet wound infection. The removal of the broken device was done easily and there were no fragments generated. Patient surgery went smooth after initial conflict. This complaint involves three (3) devices.

Event description:
Concomitant devices reported: ria 2 drive shaft l520 (part# 03.404.010, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.